Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a falsely low blood glucose (bg) reading from their continuous glucose monitor (cgm), while their actual bg was 700 mg/dl. The user was transported to the hospital and admitted for diabetic ketoacidosis (dka). During hospitalization, the user was treated with manual insulin and was discharged on (B)(6) 2025. The ilet was reconnected following discharge. No ilet malfunction was reported.